Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was not able to be confirmed due to the condition of the returned device and because the guide wire was not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a renal artery. The spartacore guide wire was successfully placed in the lesion. When the herculink elite was advanced over the spartacore guide wire, still outside of the anatomy, suddenly resistance was felt and the herculink elite could no longer be moved. Both devices were removed together from the anatomy with no patient issue. Another guide wire and stent were successfully placed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The spartacore guide wire referenced, is being filed under a separate manufacturing report number.